Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and delayed in responding to presses, the battery was depleting quickly, and the wake button was unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.